Event description:
It was reported that this lead recorded high out of range shock impedance values. The information available noted that the impedance trend had increased in the month prior. Upon consultation with the patient it was noted that the patient had been hospitalized and required blood transfusions affecting their electrolyte balance. Based on the available information, further monitoring was planned. This lead remains in service. No adverse patient effects were reported.